Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -13.0/3.5/91 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vault. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: d4: UDI- (B)(4). Claim# (B)(4).